Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that interstim ii is not working following on from the patient having a caesarean section in (B)(6) 2021, patient heard a loud bang and crackling noise which presumed was the ipg, the patient made the staff aware of her device before the c-section and information on what could be used in terms of diathermy. She had the device switched off at the time of the procedure in theatre. Contributing factors were reported to be caesarean section surgery and potential use of monopolar diathermy in theater. No diagnostic/troubleshooting was performed as implanted can not be turned on, will not work. A new device has been implanted on (B)(6) 2022. The issue was confirmed resolved. No symptoms were reported.